Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: generalized illness manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent breast surgery with two unknown mentor smooth moderate profile breast implants experienced 54 symptoms post procedure. A post on social media from an unrelated patient stated, ¿my neurologist told me today after I mentioned bii. She said, " when we implant organs like lungs, kidneys, livers, etc...the patient can reject it so we give them immune suppressing drugs. Even organs from their brothers, sisters, etc. So why would anyone think its impossible for your body to reject an implant made from silicone?" Wow!! That one shook me!¿ related patient responded ¿mentor smooth moderate profile under muscle (B)(6) 2006 - (B)(6) 2017. They nearly killed me more than once in that time and I am still healing over two years later. 85% better of 54 symptoms/diagnosis since explant.¿ the mentioned complications have not been confirmed by a physician. As a result, patient had an explantation (B)(6) 2017. This medwatch form is for product location b. See 1645337-2019-18622 for contralateral prosthesis report